Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. The customer's wife is calling on behalf of the customer. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 170-200mg/dl fasting. Verified the strips expire 9/29/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 222mg/dl and 205mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 385 mg/dl on (B)(6) 2016 at 9:55 pm. The customer recently had surgery that was non-diabetic related a week ago on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. The customer's wife is calling on behalf of the customer. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 170-200mg/dl fasting. Verified the strips expire 9/29/2018. Customer confirms the strips have been properly stored and were first opened 1/22/2016. Customer performed a back to back blood test and obtained 222mg/dl and 205mg/dl not fasting. Reviewed meter memory: the 250mg/dl (B)(6) 2016 09:41:00 pm fasting:yes; the 150mg/dl (B)(6) 2016 11:29:00 pm fasting:yes; the 385mg/dl (B)(6) 2016 09:55:00 pm fasting:yes; the 316mg/dl (B)(6) 2016 07:22:00 pm fasting:yes; the 187mg/dl (B)(6) 2016 05:26:00 pm fasting:yes. The customer is concerned about the result of 385 mg/dl on (B)(6) 2016 at 9:55 pm. The customer recently had surgery that was non-diabetic related a week ago (B)(6) 2016.